Event description:
A (B)(6) male patient called zoll customer support to report that his monitor's case was damaged. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) has been completed. The reported problem (monitor case damaged) has been confirmed. Upon investigation the monitor case was cracked and separated and was unable to power up. Digital signal processor u300 was found to be defective on the ca board. The root cause of the damaged case was likely caused by the monitor impacting a hard surface. The root cause for the defective u300 component could not be positively identified but was likely stress on the ca board related to the monitor's cracked casing. No adverse event resulted from the defective u300 component. The patient received a replacement monitor.